Event description:
It was reported that during arthroscopy the tip aborted at truepass. The broken tip could be removed by rinsing and searching. The malfunction was solved with a delay shorter than 30 minutes and no further complication using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported truepass needle, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the tip of the needle broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: incidental contact of the needle tip with a boney surface. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
H10 h3,h6: the reported 72203793 truepass needle, used in treatment, returned for evaluation. From the information provided, the tip of the needle broke during use. Visual assessment confirms breakage. The truepass was return along with a fragment of broken tip. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: incidental contact of the needle tip with a boney surface. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Risk management files contain the reported failure. Product met specifications upon release to distribution.